Event description:
Caller reported experiencing occlusion alarms which required a visit to the hospital resulting in admission to the intensive care unit (ICU). Customer's blood glucose level reached 502 mg/dl with ketones, identified as life-threatening by a healthcare providers. Customer was treated in the ICU with intravenous fluids of saline and insulin. The customer was released from the ICU on (B)(6) 2025 with issue resolved and no permanent damage. Customer changed the infusion set and cartridge and resumed insulin. However, occlusion occurred again the next day resulting in the customer reverting to an alternate method of insulin therapy.